Manufacturer narrative:
The patient had the device implanted on (B)(6) 2025. The patient had the device explanted on (B)(6) 2025. The removal was due to skin erosion. The patient was hospitalized overnight. The culture for infection showed presence of a proteus uti. Post-operative use of a urinary catheter is a significant risk factor for utis. It is unlikely that the surgery or device itself caused the uti. Risk of infection is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant one is: -"infection or erosion of silicone block requiring removal." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists infection as an anticipated adverse event. Within this study, just over 3% of the subjects reported an implant infection which is a rate similar to that reported for silicone products of the same product code (mib). This rate is not considered clinically inferior. Infection is also listed in the instructions for use. Risk of erosion is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "erosion of silicone block requiring removal." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists implant erosion and extrusion/perforation as anticipated device deficiency. The instructions for use also list implant extrusion as a potential adverse event. The DHR was reviewed, and the lot was manufactured to specification without any deviation. The root cause of this investigation is the inherent risk of the device. Erosion and infection are potential adverse events that are acknowledged and agreed to by the patient prior to surgery.

Event description:
The patient had skin erosion that required removal of the implant.